Event description:
It was reported that this pacemaker was part of the system revision due to infection. No additional adverse patient effects reported. The pacemaker remains implanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: description of the event; d7a: sud reprocessed and reused? H2: follow-up type; h3: device eval by manufacturer; and h11: additional MFR narrative.

Event description:
It was reported that this pacemaker was part of the system revision due to infection. No additional adverse patient effects reported. The pacemaker remains implanted. Additional information indicated that the pacemaker was used as a temporary pacing system. Furthermore, the pacemaker was explanted. No additional adverse patient effects were reported.